Manufacturer narrative:
The reagent lot number is 88004701 with an expiration date of 31-aug-2026. The customer stated that the recalibrations and qcs were acceptable. The customer stated that they had been receiving multiple sample-related flags. The field service representative found a chunk of separator gel stuck on the sample probe. He removed the chunk of gel, wiped the probe clean, cleaned the sonic wash station, verified the sample probe alignments, and performed checks and tests with acceptable results. After the service, no issues were reported by the customer. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable calcium gen.2 results for 1 patient on a cobas c 503 analytical unit. Sample 1: the result was 6.1 mg/dl. The result didn't match the patient's clinical history, and a new sample was drawn approximately 2 hours later. Sample 2: the initial result was 8.21 mg/dl. The sample was repeated on another module, and the result was 6.77 mg/dl. The result of 8.21 mg/dl was considered to be correct as it matched the patient's clinical history.